Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a yellow wrench alarm, no audio signal, missing battery and battery cover, and damage to the power module housing was confirmed. Power module, serial (B)(6), was evaluated by the edc. The unit came in with a missing battery and battery cover, damaged top and bottom cover, a pushed in lemo connector ground pin, worn screws, and a dented metal inside cover. The system booted up as intended, and during the investigation it was noted that no audio was coming from the unit. The internal speaker wires were observed to be severed. Due to the physical damage noticed during investigation the device has been declared unrepairable. The damaged battery clip would have resulted in the unit alarming due to contact issues with the backup battery. A root cause for the reported yellow wrench alarm was due to a damaged battery clip. A root cause for the reported no audio signal was due to severed wires in the internal speaker. A root cause for the reported damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a yellow wrench malfunction symbol. The battery connector was damaged with no audio signal. The unit was removed from use.